Manufacturer narrative:
The pump passed the displacement test, rewind test, prime/seating test, basic occlusion test, force sensor test, occlusion test, self test and the dat at 0.0873 inches. No motor displacement anomaly noted during testing. The following were noted during visual inspection: minor scratched display window, scratched case, pillowing keypad overlay, and stained keypad overlay. Test p-cap and reservoir locked properly into reservoir compartment during testing. History download was successful using thump. There were no unexpected pump error(s)/alarm(s) noted 2 days prior to the event date 30-sep-2024 in the pump history file. The pump passed the displacement test, rewind test, prime/seating test, basic occlusion test, force sensor test, occlusion test, self test and the dat at 0.0873 inches. Unable to confirm alleged low bgs. Exposed to magnetic field or MRI not confirmed. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer experienced exposed to magnetic field or MRI. The customer reported blood glucose value of 48 mg/dl. The customer reported hypoglycemia treated with glucose/carb intake. The event involved product(s) mmt-332a, mmt-386a, mmt-1880. Troubleshooting was not performed. It was unknown whether the customer had used the insulin pump system within 48 hours of the reported event and whether the customer used the smartguard/auto mode of the insulin pump. No further patient complications were reported. No product return is required for mmt-332a, mmt-386a. Mmt-1880 was requested and customer response was the device will be returned.